Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. The customer inspected the cartridge and did not observe any cracks in it. Although requested, additional information regarding the event was not provided.

Manufacturer narrative:
.

Event description:
Additional information received indicated that the customer received the occlusion during bolus delivery. The customer's blood glucose (bg) level was 210 mg/dl and a correction bolus was delivered to address the bg level.